Manufacturer narrative:
Duplicate to claim# (B)(4). There is no complaint for this event. Claim# (B)(4).

Manufacturer narrative:
B5: reportedly, "this icl came out of the injector upside down and I was not able to "flip" it over inside anterior chamber. So, lens was explanted and replaced with similar icl on the same day. No phacoemulsification was done." Claim# (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the patient experienced len rotation not associated to a low vault. Pacho-emulsification and iol implantation was peformed. The lens was then intraoperatively removed and replaced for a replacement lens, and the problem was resolved. Cause of the event is unknown. Reportedly, "no complications from a removing the upside-down icl and replacing," and "icl good position and cornea clear."